Event description:
It was reported that the patient was experiencing pain, "horrifying nightmares, full-body cramps and an inability to move". The patient's pump was filled monday (2008). The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.